Event description:
It was reported that the deep brain stimulation (dbs) clinical study patient experienced moderate dyskinesia. The device was reprogrammed and medication was administered to the patient. The event was assessed to be due to the stimulation. The device remains implanted in the patient.